Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the pump supplies were in use for more than 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 288 mg/dl. The customer declined to finish troubleshooting with tandem technical support. No pump supplies were changed to address the issue.